Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion or . Product event summary: the two batteries ((B)(6)) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a crack at the corner of the controller housing near the pump connector. An internal inspection did not reveal evidence of fluid ingress. The observed crack is an additional finding not related to the reported event. Based on an investigation conducted under CAPA (B)(4), the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Visual inspection revealed also contamination within both power ports, the serial port, and the pump connector. The observed serial port and pump connector contamination are additional findings not related to the reported event. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) and (B)(6), where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Review of the controller log files also revealed eleven controller power up events with associated pump start events logged on (B)(6) 2021 at 22:50:01 and 22:50:20, on 16-nov-2021 at 02:03:01, and on (B)(6) 2021 at 00:03:36, 00:05:07, 00:09:16, 00:12:07, 07:51:28, 17:42:59, 19:18:08 and 19:52:32. Several momentary disconnections involving additional power sources were observed leading up to a loss of power on (B)(6) 2021. The controller was without power for an average of 15 seconds per loss of power. As a result, the reported event was confirmed. The associated batteries were lubricated prior to release. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. The most likely root cause of the observed momentary disconnections can be due to contamination within the power ports and/or temporary corrosion of the controller-port/power-source pins. The most likely root cause of the contamination within the controller ports event can be attributed to handling of the device. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: mcs1705pu vad, implanted: (B)(6) 2021. Additional products: brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device mfg date: 29-sep-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, medical device: model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device: mfg date: 07-apr-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited multiple power disconnect alarms associated with losses of power to the controller and ventricular assist device (vad) stops as a result of double power disconnects. The patient was admitted, and inspection of the controller showed both controller power port pins and connections were locked properly. The ¿double power disconnect alarm¿ went off although the patient was connected to both power sources and was not manipulating the controller. The controller was exchanged and the batteries remain in use. No further patient complications have been reported as a result of this event.